Event description:
It was reported to resmed that an astral device displayed a total power failure message while the internal battery was fully charged. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure message while the internal battery was fully charged and within tolerance. There was no patient harm or serious injury reported as a result of this incident.